Manufacturer narrative:
Device evaluated by manufacturer, additional information: analysis of the device is not required because the adverse event is not related to the delivery of vns stimulation.

Event description:
A report was received from a physician stating that one of his younger patients who returned for a visit a few weeks after initial implant and swelling was noted at the generator site. The wound was washed out and the generator was removed. An infection was noted at the site. No further relevant information has been received to date.

Event description:
A review of the device history records showed that both the lead and generator were sterilized prior to distribution.

Manufacturer narrative:
Date received by manufacturer - corrected information: in supplemental report #2 the date received by the manufacturer should have been 06/18/2018.

Event description:
The product information was received for the patient in relation to the reported events.